Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval center (lirc). Device returned to lirc.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per the reporter during service it was identified that there was a pin fracture debris in housing tube.